Event description:
Pt implanted with lcp medial distal tibia plate on (B)(6) 2012. Pt was noted as non-compliant post-operatively, ambulating, full weight-bearing and the plate bent. Pt was returned to operating room on (B)(6) 2012, hardware was removed. It is noted no screws were found broken. Pt revised to im nail.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Information received from hospital on (B)(6) 2013 shows patient weight of (B)(6). This differs from reported weight of (B)(6). Received from surgeon on (B)(6) 2013. Corrected data: implant date: (B)(6) 2012. Explant date: (B)(6) 2012.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
On office visit on (B)(6) 2012 doctor noted patient to have bent plate. On (B)(6) 2012, plate removed and insertion of im nail and synthes distal tibial plate 10 hole. Postop restriction of non-weight bearing prescribed.